Event description:
A fire broke out in the top drawer of a medical cabinet in an exam room. The doctor had left the room several minutes prior after examining a pt. Nursing staff immediately called out that she smelled smoke; the doctor entered the room and noted smoke coming from the drawer below the countertop; he opened the drawer and saw flames; he opened the cabinet door and saw flames. The fire dept arrived within several minutes and further extinguished smoking debris and inside the cabinets with water from tanks. The fire chief inquired as to the cause of the fire; a "high temperature, fine tip needle cautery device" manufactured by pss (catalog #231) appeared to be the source of the fire; the back battery compartment (2 aa batteries) end of the device was scorched, melted and vaporized with no evidence of any heat loss at the "working end" of the device.

Manufacturer narrative:
User indicated that the device self-ignited while in storage. User stated that the product was still capped and in the original pouch, but that the source of the ignition was at the handle end, containing the batteries, not at the tip (heated) end. The user indicated that reports were written by the fire department and insurance companies and that there were photos of the device. Although requested, none of these have yet been provided for our review. Per the user, the actual device will be released for our inspection after the user's insurance company indicates it is no longer needed for their investigation. Should the user provide additional reports and the actual device as promised, we will be able to further the investigation and provide additional information.